Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported mobile clip and slda were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a pre-existing chordal rupture for a mitraclip procedure. After the transseptal puncture and placement of the guide wire in the upper pulmonary vein (upv), while predilating resistance was felt on the femoral vein. The steerable guide catheter (sgc) was entered, and some resistance was felt during advancement. The guide wire lost its position in the upv, but it was still crossing the septum. It was then realized that the femoral vein had a dissection. The procedure was discontinued to maintain the bleeding. The patient was stable without any further complication. After review of the imaging, it was determined that the non-abbott introductory device caused the vascular dissection of the femoral vein before entering the sgc. Per the physician the sgc did not cause or worsen the dissection. It was decided to complete the procedure on a later date. It was reported that on (B)(6) 2024, a second mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr), pre-existing chordal rupture, and a high extended prolapse. A mitraclip xtw was implanted, reducing the mr to trace. Imaging was performed and revealed a posterior jet due to the high prolapse. To further reduce the mr and stabilize the mobility of the first xtw, a second clip, a mitraclip xt, was inserted and deployed on the mitral valve. However, after deployment of the second clip, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was then inserted and deployed medially to the xt clip, reducing the mr to trace. There was no clinically significant delay in the procedure.